Manufacturer narrative:
The customer cancelled the service call. No additional service information was provided.

Event description:
It was reported that the system would not completely boot up. There is no report of injury or death associated with the event described in this complaint.